Event description:
Reporter alleged he obtained a result of 270 mg/dl on the voicemate advantage system. Reporter stated he took his normal 65 units of novolin 70/30, but he did not believe the result and took 10 units of regular or novolin r instead of the 12 units he normally takes. Reporter stated that 2 hours later, he ate breakfast, and then about 2 hours after that, he became really shaky. Reporter stated he was treated with a coke and jelly beans by someone close by. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.